Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient's ipg has not been operational despite multiple charging attempts. It was noted that the scs battery was palpable and appeared to be tilted distally. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient's ipg has not been operational despite multiple charging attempts. It was noted that the scs battery was palpable and appeared to be tilted distally. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient's ipg has not been operational despite multiple charging attempts. It was noted that the scs battery was palpable and appeared to be tilted distally. The patient will undergo a revision procedure wherein the ipg will be replaced.